Manufacturer narrative:
G4:04mar2021; b4:06mar2021. H11:b5:the customer called into technical support (ts) reporting that the device¿s alarm led failed. H10:the manufacturer's product support engineer (pse) evaluated the device and confirmed reported problem. The pse replaced the power switch overlay to resolve reported problem. The device passed required performance verification tests per manufacturer's specifications and is back to working condition and fit for use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: (B)(6) 2021.

Event description:
The customer called into technical support (ts) reporting that the device is getting a machine pressure sensor autozero failed error. The customer reported there was no patient involvement at the time the issue was discovered.